Manufacturer narrative:
(B)(4). UDI # unknown. One sample was received and evaluated. There was no resistance in the thumb valve. The valve was depressed and released multiple times with the valve remaining in the partially down (open) position. The valve did not return to the full upright position, however it could be manually pulled up into the upright (closed) position. We performed a dissection of the thumb valve component. Under magnification, the seal appeared to be torn with the top portion of the seal retained under the collar. The device history records were reviewed for lot number m5194t508 and product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four patients. This is the first of four reports. Refer to 8030647-2015-00273 for the second patient. Refer to 8030647-2015-00274 for the third patient. Refer to 8030647-2015-00278 for the fourth patient. It was reported that the customer had ongoing issues with the closed suction catheters thumb port. Additional information has been requested but not yet received.